Manufacturer narrative:
Internal report: (B)(4). Meter was returned for evaluation. No defect was detected. Test strips were not returned for evaluation. Most likely underlying root cause: mlc-56: user had an inaccurate reference: lab results: the end user is comparing results obtained from trividias's bgm system to the results from the laboratory. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with tests results obtained of 341mg/dl. The expected fasting blood glucose test result range is 280-350mg/dl. The customer did not report symptoms at time of the call. Medical attention is reported as a result of the actual blood glucose results and symptoms at time of incident. The product storage location is undisclosed. During the call a back to back blood test was not performed by the customer. The test strip lot manufacturer's expiration date is 10/25/2020 and open vial date is about 4 days ago. The meter memory was reviewed for previous test result history. (B)(6).

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) sections with additional information as of 07-may-2020: h6: updated FDA's method code. H10: test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed. Internal report: (B)(4). Meter was returned for evaluation. No defect was detected. Test strips were not returned for evaluation. Most likely underlying root cause: mlc-56: user had an inaccurate reference: lab results: the end user is comparing results obtained from trividias's bgm system to the results from the laboratory. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with tests results obtained of 341mg/dl. The expected fasting blood glucose test result range is 280-350mg/dl. The customer did not report symptoms at time of the call. Medical attention is reported as a result of the actual blood glucose results and symptoms at time of incident. The product storage location is undisclosed. During the call a back to back blood test was not performed by the customer. The test strip lot manufacturer's expiration date is 10/25/2020 and open vial date is about 4 days ago. The meter memory was reviewed for previous test result history. Result 1: 383mg/dl date (B)(6) time 2:43pm fasting , result 2: 238mg/dl date (B)(6) time 6:19am fasting, result 3: 254mg/dl date (B)(6) time 4:21am fasting, result 4: 244mg/dl date(B)(6) time 2:34am fasting . Result 5: 297mg/dl date (B)(6) time 7:15pm fasting result 6 258mg/dl date (B)(6) time 7:25am fasting.